Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient's parkinson disease symptoms reappeared. At follow up visit the neurostimulation was not functioning. Telemetry with clinician programmer was not possible. The battery seemed depleted. The physician reported that the device parameters were 3.7 v, 90 microsec, 160 hz, monopolar mode with case positive and 1 contact negative, and the device was on 24 hours/day. It was noted that there was no patient injury, and the patient was well and waiting for replacement.